Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), included in an advisory population, exhibited the elective replacement indicator (eri). There was concern that this was reached prematurely. A request was made for analysis of the device and warranty if applicable.